Event description:
It was reported that the patient was not feeling stimulation and experienced the need to rush to the bathroom or she would leak urine. It was noted that the patient had not experienced this symptom before the device was implanted. It was determined that the patient's device was off. The device was turned on and the patient adjusted stimulation up to 3.8v and was comfortable there. The patient planned to monitor her therapy at that setting until her follow-up appointment. Additional information received from the hcp reported that the patient's symptoms were caused by a urinary tract infection, and were not related to the interstim system. It was reported that the patient received assistance and her concerns were resolved.

Manufacturer narrative:
Concomitant medical products: lead: model 3889-28, lot va03zyt, implanted: (B)(6) 2012. Programmer: model 3037, serial (B)(4). (B)(4).